Manufacturer narrative:
Complaint no: (B)(4). Additional information: a review of the logs of the associated homechoice device revealed that the alarm was preceded by a system error 2240 (air in line/set). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device. This event occurred during the last fill of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.